Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. It was also reported that that the pump touch screen was missing pixels. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.